Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reports observing visible smoke from their abbott diabetes care device. The customer further reports "when the reader plug in there is a smoke coming up". There was no report of fire, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. The customer did not return the usb charging cable and adapter. Reader did not powered on with button depression. The reader¿s screen did not turned on and the reader communicated with software. No evidence of "when the reader plug in there is a smoke coming up "was observed. Built-in reader test was unable to perform as the reader did not powered on. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no evidence damage or burn marks were observed. Liquid contamination was observed on pcba (printed circuit board assembly) triangle of returned reader. The returned battery voltage was measured, and was within specification. Reader was also monitored under thermal camera during operation, temperature was observed to be below the specification range. Unable to perform power consumption test due to liquid contamination on pcba. There was no evidence observed that would cause the reader to become ¿too hot to hold" as reported by the customer. The observed liquid contamination was the result of foreign ingress introduced to the pcba while in the hands of the customer. This contamination was not an indication of a product failure and is the result of misuse. The lack of hot spots on the pcba through the thermal camera indicates that the electronics of the reader were not producing excessive heat and thus is not the cause of the complaint. A further extended investigation was performed. The reader was in a de-cased state. Visual inspection has been performed on the returned de-cased reader and reader's pcba (printed circuit board assembly) using a microscope and liquid contamination was observed across multiple components across the pcba .the moisture indicator inside the reader casing was found to be turned into red, which indicates the liquid contamination. Reader event log was extracted ,and no abnormal events were observed indicating reader functioned properly. Bench testing was performed on the reader. The returned battery was measured using a digital multimeter, which is not within the specification. A known good battery was used for the rest of testing, however, the reader did not turned on. The reader was monitored under a thermal camera when the reader was in the following states: turned on and charging, turned on and not charging, turned off and charging and turned off and not charging. No anomaly was detected. There was no evidence observed that would cause the reader to become ¿too hot to hold" as reported by the customer. Therefore, reported field event of the reader becoming too hot to hold is not confirmed due to use due to liquid contamination. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reports observing visible smoke from their abbott diabetes care device. The customer further reports "when the reader plug in there is a smoke coming up". There was no report of fire, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.